Manufacturer narrative:
(B)(4).

Event description:
It was reported at the time the patient received appropriate ventricular tachycardia episodes, the capture threshold changed to no capture. The x-ray performed did not show any obvious dislodgement. The patient is not pacemaker dependent. The source of the loss of capture was undetermined. The lead was explanted and replaced. The patient condition was good after the procedure.

Event description:
It was reported at the time the patient received appropriate ventricular tachycardia episodes, the capture threshold changed to no capture. The declined sensing amplitude and low high voltage lead impedance measurements were observed. The x-ray performed did not show any obvious dislodgement. The source of the loss of capture was undetermined. The lead was explanted and replaced. The patient condition was good after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.